Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that since (B)(6) 2019 the customer started cleaning the device regularly per the IFU. Furthermore, the device is placed inside the operation theater during use with the fan positioned away from the patient towards the vent of the operation theater. The estimated distance between the surgery field and the device is about 3 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be potentially contaminated with mycobacterium chimaera. The preliminary lab report has been provided. There is no known patient involvement.